Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve changed pressure from 2 to 0. The valve was implanted in (B)(6) 2011.